Manufacturer narrative:
Delayed allergic reactions that may manifest as nodules and tenderness weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They are immune mediated reactions that can be triggered by patient predisposition, trauma, vaccines, or infections. Adequate treatment usually leads to a good resolution of the symptoms, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of products.

Event description:
This case occured outside of USA in united kingdom. On 14-apr-2025, the UK subsidiary notified teoxane geneva about an adverse event. According to the information received, the patient was injected: on (B)(6) 2024 with 1 ml of rha3 in the lips (0.3ml) and in the nasolabial folds (0.7 ml) using retrotacing and fanning techniques, a needle for the lips and a cannula for the nlf (current complaint). On (B)(6) 2024 with 0.6 ml of rha 2 in the lips (0.4 ml) and in the oral commissures (0.2 ml) using retrotacing and fanning techniques, a needle for the lips and a cannula for oral commissures. (Rc/2504067). The patient also received injection of azzalure (botulinum toxin) in the glabella on (B)(6) 2024. Approximately 3 months after the last injections, around on (B)(6) 2025, the patient experienced an hypersensitivity reaction on her face and was hospitalized for 2 days. This case was assessed as serious and reportable. The patient was prescribed the following treatments during her hospitalization: antibiotic treatment (flucloxacillin), prednisolone 30 mg reducing by 5 mg every 5 week until 6 weeks, ppi omeprazole 20 mg. A local medical expert was contacted for guidance. He recommended hyaluronidase injection under ultrasound. An appointment with the injector was scheduled on (B)(6) 2025 to dissolve the three remaining lumps in the nlf area which were very tender. According to the information received on 28-apr-2025, the filler was dissolved in the area and the patient was happy with the results. Therefore, the case was closed.